Event description:
A nurse reported to baxter (B)(4) that when a patient was trying to change the bags the tubing got cut. The set had been used for 150 days. No sharp objects were used. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab. The tubing was found to be cut a distance from the twist clamp. The root cause was not determined for the cut/slice/hole in the tubing, renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.